Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a partial lead (only distal portion) was returned in one piece. Visual examination found an internal insulation abrasion breaching the right ventricle cable lumen was found between the shock coils with the etfe coating of both ventricle cable cables was also found to be abraded at in this location.

Event description:
This report is to advise of an event observed during analysis.